Event description:
It was reported that the guide wire entrapped and perforated into the brachial artery during the brachial approach for femoral atherectomy. The guide wire coiled onto itself. Surgical intervention (arterial cut down) was performed on the brachial artery to remove the guide wire in its entirely and the artery was sutured closed. A hematoma was observed. The pt was hospitalized and is doing fine.